Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. During the procedure the new device was connected to the chronic right ventricular lead. The r-wave amplitude was noted to be poor, although sensing was adequate prior to the procedure. This was confirmed when the lead was tested using the pacing system analyzer. The lead was capped on (B)(6) 2019. The procedure was continued with a replacement lead. The patient was stable.